Manufacturer narrative:
Examination was not possible as no product was returned. The root cause of the reported wear and loosening could not be determined. It would not be unreasonable to expect some wear after approximately 11 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of loosening, osteolysis and polyethylene wear.